Event description:
It was reported that prior to starting a da vinci si surgical procedure the maryland bipolar forceps instrument cable was flipped/off track. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. Failure analysis found no derailed cables at the distal end upon visual inspection. Failure analysis observed that the pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.